Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of service history, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) reviewed instrument logs then instructed the customer, over the phone, to examine the instrument for leakage. The customer found a leaking sensor, level, trigger (ln 08c94-66). The customer tightened the loose trigger solution tube connector and reran the sample. The retest generated a result of 61.3 ng/ml. The leaking sensor, level, trigger was determined to be the likely cause of the issue. A review of the service history for the analyzer identified no subsequent contacts from the customer regarding discrepant results since the tubing was tightened. A review of tracking and trending data did not identify any systemic issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifier: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased cea result when processing on the architect i2000sr. The initial result was 61.3 ng/ml and retest result was 4.15 ng/ml.